Event description:
The customer reported to olympus the scopes are not staying plugged in and are not staying on. This report is being submitted for the power malfunction. There was no reported harm to patient due to the event.

Manufacturer narrative:
The device was retuned to olympus and the reported event was not confirmed. The unit was tested and inspected using olympus test scopes and video processor. No fault found with connections. Additional minor defects include: scratches on top cover, lens base cracked, and olympus lamp life meter reading over 500+hours (lamp life expired). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The occurrence of the phenomenon cannot be confirmed in the repair department. The indicated phenomena "scope does not stay connected" and "power does not stay on" were not reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.